Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 19248497.

Event description:
It was reported that the patient underwent a system explant procedure due an unknown reason. No further information has been obtained despite good faith efforts.